Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the diopter ring was dirty, the distal sheath had slack, water tightness was lost due to a pinhole on the channel tube, the indication on the connecting tube had a disappeared area, the image guide bundle had significant breakages, the adhesive on the a-rubber had a chip, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and due to a dent on the channel tube, forceps could not be inserted smoothly; the bending tube, universal cord, and connecting tube had dents; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a maintenance inspection, the bronchofiberscope presented with a broken fiber. The intended procedure was for assisted intubation treatment. The procedure was completed using the same set of equipment. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the coating on the image guide coil was peeled. This report is intended to document the reportable malfunction of the image guide peeling coating discovered during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image guide (ig) coil coating peeling off could not be determined, however, it is likely due to repeated use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope". ¿inspection of endoscope¿ ¿5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also check that the insertion site is not unusually stiff¿. Olympus will continue to monitor field performance for this device.